Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer's blood glucose was 188 mg/dl. The customer changed the infusion set, but the alarm persisted. Troubleshooting was done. Advised customer to perform a 5.0 unit fixed rime, but the insulin pump alarmed no delivery. Explained that the alarm was caused by an infusion set or reservoir occlusion. Advised customer to replace the infusion set and reservoir. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.